Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the surgeon was experiencing a 3d calibration issue on the system. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting but the issue persisted and the image did not improve. Isi received the following additional information from the reporter: when the reported issue was identified, the patient was already administered anesthesia and the endoscope trocar was placed. The surgeon made the decision to convert the procedure to traditional laparoscopy techniques. There was a delay of approximately 2 hours for troubleshooting and preparing for the conversion; thus, the patient was administered additional anesthesia. The patient tolerated the laparoscopic procedure well. There were no complications or injury reported. An isi field service engineer (fse) was dispatched to the site and replaced the endoscope controller (ec) to resolve the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis installed the unit on an in-house system for testing. The endoscope controller (ec) came up with no errors but failed calibration. The 3d calibration looked good; however, there was an overall blue hue and the light from the scope was visibly bluish in color.